Manufacturer narrative:
The force bipolar forceps (fbf) instrument has not been received for failure analysis evaluation. A review of an image provided by the customer shows a force bipolar instrument with a broken molded insulator that led to a fully detached jaw and broken conductor wire. The grey molded insulator appears to have broken which led to the intact jaw to separate from the grip base. The conductor wire also broke from the jaw.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, one of the jaws of the force bipolar forceps (fbf) instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure which was completed robotically. According to the operating surgeon and operating room (or) staff, one jaw broke and detached from the instrument while the surgeon was performing tissue dissection. The instrument had been inspected prior to the case and was found to be in good condition, and it functioned normally during the initial portion of the procedure until the jaw broke. The surgeon and or staff retrieved the broken piece and then continued the procedure using a backup force bipolar instrument to complete the surgery.